Event description:
A physician reported that a patient experienced unstable anterior chamber and posterior capsule rupture during cataract surgery by using an ophthalmic handpiece. The current patient condition was not provided. Additional information has been requested. Additional information has been received indicating that the surgery was completed successfully by placing the intra-ocular lens (iol). All the patent's symptoms have been resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).